Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support (mcs) and experienced bleeding at the site requiring intervention. The patient presented to the emergency department in cardiogenic shock. The patient experienced torsades and was defibrillated. The decision was made to intubate and activate the catheterization lab. Pt was taken to the catheterization lab and experienced a couple more episodes of ventricular fibrillation, which required defibrillation. A left heart a catheterization showed significant multivessel disease in the left and right coronary arteries. The decision was made to implant impella cp device. The impella cp was eventually implanted with some difficulty, then started and maintained flows around 3.5 l/min on auto. Single access technique was obtained for the percutaneous coronary intervention, which was completed to the left anterior descending, left main and left circumflex arteries. Thereafter, the patient was transported to the unit on mcs. However, some time thereafter, "substantial" bleeding at the site was noted, and the impella cp device was explanted over-the-wire. An 18fr dry-seal sheath inserted to achieve hemostasis, and subsequently, a new impella cp device was inserted for continuation in therapy. The amount of blood loss and if blood products were administered are unknown. The patient was reported to be in stable condition following the event.